Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated and the cardiomems pressures were consistent with rhc pressures, so no recalibration was needed. Readings were observed under the manufacturer's patient care network database.